Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to an unknown CPAP device. The manufacturer received information from the patient alleging neurogenic bladder and damaged kidney. The patient requires a kidney transplant. The manufacturer was made aware of this complaint through a website feedback form. The product associated with this complaint was not returned to the manufacturer. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Multiple attempts to have the device returned for evaluation and investigation were unsuccessful. In addition, CAPA pr 7211 documents the investigation into similar complaints, correction/removal activities have been initiated (refer to h9), and complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities.

Manufacturer narrative:
Since no device information is provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to an unknown CPAP device. The manufacturer received information from the patient alleging neurogenic bladder and damaged kidney. The patient requires a kidney transplant. The manufacturer was made aware of this complaint through a website feedback form. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.